Event description:
As reported by our edwards lifesciences japanese affiliate, solution (blood and fluid in the cpb reservoir) leakage was observed at the connection between the connector and the ezf21a cannula tube right after the device was inserted to the patient and the cardiopulmonary bypass was initiated. The solution was dripping. The device was replaced. The surgeon thinks that the device was not glued correctly. The patient status was reported as 'recovered'. Connecting the cannula to the cpb tubing was not difficult. The cannula was stored flat at the hospital.

Manufacturer narrative:
H10: additional manufacturer narrative: preliminary evaluation of subject device was performed; however, the final evaluation is yet to be completed. The reported event is pending further investigation. A supplemental report will be submitted in a timely manner once the investigation has been completed or new information becomes available. Per preliminary evaluation of returned device, 'as received, one ezf21a cannula with tubing. What appeared to be blood was visible at the junction between barb connector and tubing.' Per product evaluation, 'report of cannula leakage was confirmed. Device was returned with visible blood residue at the connector to cannula junction and the barb connector to tubing junction. A leak test was performed with tubing removed and leakage was observed between the connector to cannula junction. No other visual damage, contamination, or other abnormalities were found.'. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: corrected data: the reported issue is related to a cannula leak that occurred at the connection between the cannula tube and the connector. However, the incident involves a minor leakage at the junction between the ez glide cannula and the connector and there were no associated injuries or blood transfusions required. As a result, the severity of this non-conformance is limited. Therefore, this leakage issue will result only in procedural delay with no risk for the patient. Based on this information, this event is no longer considered reportable and this correction is being submitted.